Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the neurologist initially programmer the patient to constant voltage and then changed it to constant current a few programming sessions later. After the neurologist reprogrammed the patient to constant current, the patient's symptoms became worse. It took several programming sessions to notice that the patient was programmed at 30 hz and not 130 hz, and they said they did not make that change. It was unknown why this change occurred as they did not make the change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated there was no information in the ipg programmer session report of these changes. All reports for this ipg showed consistent 130hz programming, no evidence of a change.